Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.